Manufacturer narrative:
Correction: adding concomitant products.

Manufacturer narrative:
The reported event of inadequate capture and high pacing impedance were not confirmed. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance and high capture threshold. The lead was explanted and successfully replaced. There were no patient consequences.